Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The customer informed that the device has been in service and there has been no further issues reported. A conclusive cause for the reported event was not determined.

Event description:
It was reported that the device failed to deliver charged defibrillation energy during a pt use. Another defibrillator was made available and the pt was treated. The device use had no adverse effects on the pt. There were no further details on the event and/or the pt provided.